Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error 2240 (air in set). Based on the information obtained during baxter's investigation, the root cause was not determined. A batch review was not performed because the lot number was unknown.

Manufacturer narrative:
(B)(4). The sample was discarded. Should any additional information become available, a follow-up report will be submitted.

Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2367 alarm that occurred on the homechoice (hc) unit during dwell. The hp stated she had already cycled power to clear the se 2240 alarm. The hp stated she had 4 bags connected but there was only solution in the heater bag. The hp stated there were no leaks. The technical service representative (tsr) advised se 2240 indicates a large amount of air has entered setup. The hp confirmed to complete therapy with manual supplies. There was no patient injury or medical intervention reported. No further information is available at this time.